Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 to january 8, 2015. The device was received for evaluation. Visual inspection revealed clear droplets of liquid located on the internal wall of the housing. However, no source of a leak was observed. The droplets of liquid were subsequently identified to be water via fourier transform infrared spectroscopy testing. A functional leak test was performed, and no evidence of a leak was found. The reported condition of leaking was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid was observed in the housing of a large volume infusor during infusion at the patient's home. It was also reported that the source of the liquid may be from the patient's shower or from a leak in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.